Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test pump error 63 alarmed during self test and was confirmed in the formatted history file due to cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure error. The customer's blood glucose level was 314 mg/dl. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump sounded louder than usual. The customer reported that the insulin pump did not pass the self test. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.